Event description:
It was reported that, "hospital requested cement to be consigned for upcoming cases, upon going to grab a batch of cement stryker rep noticed the liquid had leaked and glass was broken."

Manufacturer narrative:
The root cause of the reported damage cannot be determined as there is no indication that an odor was detected when the damage to the product was noted. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.